Event description:
Two weeks after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt successfully had a taxus express2 drug eluting stent implanted. Two weeks later, the pt was suffering from fevers and hemolytic anemia. The physician is still working on the etiology. Pt is currently in stable condition and doing better.